Event description:
Report from hosp, respiratory therapist attempted to suction the endotracheal tube and disconnected the pt from the ventilator, the ventilator then alarmed fail to cycle and displayed a e12 error code.